Event description:
On august 14, 2006 the lay user/patient contacted lifescan alleging that his one touch profile meter was prompting the "redo check" message. According to the owner's manual, the message would indicate tha the last check strip test result was outside the acceptable range and an acceptable repeat test was not performed. The senior medical affairs specialists mailed a letter since the patient could not be reached by telephone. The patient's routine was to perform a blood glucose test every morning. Approximately 3 weeks ago, he was admitted to the hospital with blood glucose levels over 800 mg/dl. He could not specify the treatment received due to feeling "out of his head", however, he was admitted for 13 1/2 days. He recalls it took about 8 days for this blood glucose level to drop to 200 mg/dl. It is unknown when the meter issue began and if the issue preceded the patient's hospital admission. The customer care advocate walked the patient trhough a check strip test and the result fell outside the specifications (98/68-90). The patient reported that he had followed the owner's manual instructions for cleaning the meter and retesting. The meter, test strips, and control solution were replaced. This complaint is being reported as an adverse event due to the following conclusion: the reported meter issue of "redo check" was not resolved with troubleshooting. The patient mentioned testing once daily, was admitted to the hospital with blood glucose levels greater than 800 mg/dl, described feeling as though he was "out of his head", and received treatment for 13 1/2 days.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.